Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2022, zyno medical received a complaint from a pharmacy technician. It was reported that pump 611102 does not sense an occlusion. The event took place during an infusion. The device operator was unknown. The medication being infused was unknown. The event date was unknown. There was a patient involved. The patient was not harmed or injured.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2022-00003).

Manufacturer narrative:
On 04/22/2022, the end user confirmed that the affected device will not be returned for evaluation. No investigation could be performed. The complaint cannot be confirmed.